Event description:
It is reported that the drill fractured.

Manufacturer narrative:
Evaluation summary: the twisted tip indicates that it was subjected to high torsional loads (possibly higher than recommended) and broken at peak load. As returned, a portion of the hex tip has fractured off the instrument. The tip appears to be twisted, likely due to the torsional load applied to the instrument during its application. The device was found to meet print specifications where could be measured and the device history records are conforming. The instrument had a potential field age of approximately 8 months at the time of failure.